Event description:
Had gallbladder surgery. Next day had rash. Rash kept getting worse. After going to 15 different drs and diagnosis and different meds I started to do my own research. I found studies on allergic reactions and the dr should have redone the surgery immediately from what I just read. I'm still having rash and suffering and more tests more drs and not one dr can figure this out. Says 2.8 percent get rash. I think it's probably a much higher number. Some people may not complain, may die, may have remedies but I feel like it poisoned my blood because my right leg veins look "diyand" sometimes when a new rash appears there a blood spot under the skin. Had same on foot. Big blood blister but not from walking from exploding internally. They should stop using glue or test patient for glue allergy before procedure. I think you should also test the glue being used on the bandaid used. I still have the burn marks on my belly. Ref report: mw5159383.